Event description:
Boston scientific crm received information that during the implant procedure, the right ventricular intracardiac was very thick on the programmer. The device was not sensing noise. The right ventricular lead was reconnected into the header and this resolved the issue. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.